Event description:
The customer was hospitalized for high bgs. The customer stated that they are disconnected from the pump since hospitalization and has been using manual injections. It was indicated that the customer kept delivering insulin and bgs did not go down. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. Instructed the customer to discontinue the pump use.